Manufacturer narrative:
(B)(4).

Event description:
It was reported that one day post implant, it was discovered that the left ventricular lead had dislodged. The patient was asymptomatic. On (B)(6) 2016 the lead was repositioned successfully. The patient was doing well post procedure.